Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, moisture was visible under the display lens. A leak test was performed as part of the investigation and revealed a leak at the case seal allowing moisture ingress into the pump. The pump was opened for investigation and did not reveal any evidence of moisture ingress into the interior compartment of the pump. Unrelated to the original complaint, the audio bolus button cover was noted to be torn; the audio bolus button responded normally on testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue of the display being scratched with moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display lens was noted to be scratched on several areas of the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.